Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The customer reported multiple temperature alarms. Customer is not in extreme temperatures. There was no affect to the customer's blood glucose level. Customer was able to clear the alarm and resume insulin therapy.